Event description:
It was reported that prior to performing a procedure to treat a bladder tumor the laser system was unable to recognize the device. The pt was treated with direct visual internal urethrotomy (dviu). There was no report of a pt injury; however the MFR is filing this as a delay of case as the pt underwent an unintended procedure as a result of the equipment issue.

Manufacturer narrative:
The laser has been serviced. MFR service engineer disclosed that the laser system connection was checked using a ¿test fiber¿ and was unable to duplicate the reported issue. MFR service engineer checked the connection with the customer¿s fiber and did duplicate the reported issue. MFR service engineer observed, during the eval of the laser, that the connection points on the laser system had a build-up of an unk substance and that once the contacts were cleaned the connection issue was resolved. The service repair was completed and the laser was released for use on (B)(6) 2012.